Event description:
The customer reported that the logic board needs to be replaced and the device doesn't stay on, yet boots up. No patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they reseated door harness which caused loosed no power, replaced rear case. Verified logic board ok. A review of the device history record for sn (B)(6) was performed from date of manufacture 10/08/2008 to present date (B)(6) 2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the logic board needs to be replaced and the device doesn't stay on, yet boots up. No patient involvement.